Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) 2017, with blood glucose of 48 mg/dl at the time of the incident. The customer mentioned that her doctor downloaded her pump and found that she had put in carbs into the pump, but she had not checked her blood glucose prior to that and she ended up crashing. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the insulin pump successfully completed the high pressure test. The customer also complained about bleeding at site, itching at the site, bent cannulas, kinking infusion set tubing, and highs of over 600 mg/dl. The customer treated for the highs with manual injection.the insulin pump will not be returned for analysis.